Manufacturer narrative:
The philips field service engineer later found and confirmed that the customer logged the complaint with incorrect details and that the actual problem was that the equipment showed 'auto test failure' and system failure'. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device "machine auto shut down while on cases". The involved patient did not experience any harm or adverse impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.